Event description:
Dealer just received the chair from order (B)(4) and she alleges that both of the tires have one spoke on the wheel that is broken completely off. She said there isn't any damage to the box. This was an out of box failure and never went to an end user.

Manufacturer narrative:
The device was evaluated by the returns department which found that the wheels have a broken spoke on both wheels.

Event description:
Dealer just received the chair from order (B)(4) and she alleges that both of the tires have one spoke on the wheel that is broken completely off. She said there isn't any damage to the box. This was an out of box failure and never went to an end user.

Manufacturer narrative:
Follow up to be sent if additional information is received.